Manufacturer narrative:
Additional information was received updating the event date.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a dissection of the right femoral artery was reported with a minimum of 50% stenosis of the vessel lumen. A percutaneous transluminal angioplasty (pta) was performed seven days later. No further adverse patient effects were reported.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.